Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the system was working with expectations. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any possible calbration misalignment. However, further follow up was not possible as the user was unresponsive to multiple communication attempts. Further investigation was not possible. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.